Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned to olympus; however, the customer allegation was confirmed by the reporter. Based on the results of the investigation, the issue was likely due to the instruction manual not being followed carefully. This occurred due to user error in controlling the concentration of the disinfectant solution; however, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: 3.9 inspecting the disinfectant solution¿s concentration level when cleaning and disinfecting endoscopes, be sure to use an acecide checker or portable concentration checker to check that the disinfectant solution has an effective concentration. Be sure to replace the disinfectant before it loses its disinfecting effect. Warning when cleaning and disinfecting endoscopes, be sure to use an acecide checker or portable concentration checker to check that the disinfectant solution has an effective concentration. Be sure to replace the disinfectant before it loses its disinfecting effect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the reprocessed gastrointestinal videoscope was used for a case in oer (olympus endoscope reprocessor) where disinfectant concentration check was not performed. The issue occurred during reprocessing. There were no reports of patient harm.